Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor and video controller were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' left (live monitor) failed to display an image. No report of patient injury.